Manufacturer narrative:
E1: reporting institution phone (B)(6). Reporter phone (B)(6).

Event description:
Philips received a complaint on the v60, indicating that the power management (pm) printed circuit board assembly (pcba) was newly broken, the power supply failed after it was replaced, and the data collection failed. It was reported that there was no patient involvement at the time the issue was discovered. It was reported that the power management (pm) printed circuit board assembly (pcba) was newly broken, the power supply failed after it was replaced, and the data collection failed. The pm pcba needed to be replaced.

Manufacturer narrative:
It was reported that the power management (pm) printed circuit board assembly (pcba) was newly broken, the power supply failed after it was replaced, and the data collection failed. The pm pcba needed to be replaced with a new field change order (fco). Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer.